Event description:
A pt, non-diabetic, presented to the cardiac cath lab approx 5 weeks after the initial stent placement. The pt started experiencing angina, similar to the previous stent placement, a few weeks prior. The pt was found to have a thrombus in the drug-eluting stent implanted in the circumflex artery. A percutaneous transluminal coronary angioplasty was performed. The pt was not restented. In the initial stenting the pt received one taxus (2.5mm x 12mm) stent to the circumflex artery. Maximum inflation at that time was 16 atmospheres and the inflation duration was 40 seconds. The artery lesion did not involve a vein graft. The vessel diameter at the time of stenting was 2.5mm and 12mm in length. The lesion involved a de novo lesion. The occlusion was a few months old. There was vessel bifurcation but accessible, and a thrombus was present. The lesion was predilated; balloon length 15mm, diameter 2.0mm and maximum inflation 14 atm. The lesion was not post dilated. The active clotting time during the initial stenting was 258 seconds. Immediately following the initial stenting the pt experienced a hypersensitivity reaction (urticaria), which the physician attributes to an intravenous dye reaction. The pt was treated for the hypersensitivity reaction. The medications the pt received during and after the initial procedure are as follows: plavix, during 600mg, and after 75mg daily for 180 days. The pt was not compliant. Actual medication taken for 32 days. Aspirin, during and post-procedure (325mg, daily, 39 days). Thrombin, during, 263mg.